Manufacturer narrative:
Intuitive surgical, inc. Has received the tenaculum forceps instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The tenaculum forceps instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Root cause of this failure is attributed to a component failure. Additional observation not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.105¿ - 0.127 in length and were not aligned with the tube axis. Root cause of this failure is attributed to the user. A site complaint history review was performed and no related complaints were found. A review of system logs showed that the tenaculum forceps was last used on system number (B)(4) on (B)(6) 2021 and it had 7 uses remaining. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction due to the following conclusion: the tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the cable of the tenaculum forceps instrument broke. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that he did not have further information, including no patient information.